Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported failure to advance, stent dislodgement, and subsequent treatment appear to be related to case circumstances. A review of the lot history record revealed no non-conformances for the reported lot. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was a renal angioplasty. A 5.0x18mm herculink stent delivery system was advanced to the lesion, and there was a bit of resistance. When advancing the stent into the lesion, the stent dislodged while trying to cross. The sds was removed and the stent was removed with a snare device. A new same-sized herculink sds was used to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.